Event description:
The stapler clamped down, but it would not fire or open, so the manual release was used. A new stapler was obtained. The case continued without incident, and there was no harm to the patient.